Event description:
Philips received a service call, informing us about a burning smell coming out of the scanner. There was also a loud noise coming out of the system, and the scanner stopped working. There are no reported injuries.

Manufacturer narrative:
(B)(4). The MDR is being submitted as it is unk if the burning smell was a result of a malfunction of the anode power module (apm). Mdrs have been submitted for similar failures of the apm. The investigation is on-going. This report was submitted on (B)(4) 2010.